Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of the set leaking at the pumping segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.093 inches long. Examination under magnification revealed no crush marks to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17016967 is 10885403227998. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the cvicu rn had placed the tubing into the pump and began to infuse the IV fluids when it was noted that the fluids were leaking from the pump. When the tubing was examined the leak was found and it was noted that the roller clamp in the lower fitment was in the open position at the time of the event. There was no report of patient harm.